Manufacturer narrative:
Blank fields on this form indicate the information is previously submitted, unknown, or unavailable. Investigation ¿ evaluation: a review of the documentation, instructions for use (IFU), manufacturing instructions, quality control, specifications, and trends was conducted during the investigation, and no issues were found related to the reported issue. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
The international customer reported that, when the physician attempted to treat the ambulant patient, the catheter separated. The remaining segment of the catheter was then removed from the patient surgically. The catheter had been implanted from (B)(6) 2017 to (B)(6) 2017 (specific dates unknown), and the original application was for percutaneous transhepatic gallbladder drainage. Specific product information is reportedly not available. The device is also reportedly unavailable for return. Additional information received identified/clarified the patient was implanted with the device (B)(6) 2017 and that only a portion was removed naturally (B)(6) 2017. The remainder of the device was removed on an unknown date. Additionally, per the physician, it can happen that one drainage catheter is implanted for a long time if patients are old because a frequent hospital visit is not easy for them. If there are biliary stones, development of internal fistula is more difficult, so the event cannot be helped.

Manufacturer narrative:
Clinical assessment: neither the ult8.5-38-40-p-6s-hirata-110184 IFU nor the ua8.3-38-30-p-6s-pns IFU specifically state the length of time the device can be indwelling before it requires replacement. According to the customer, the patient was ambulatory. There is no mention of maintenance of the device (e.g., irrigation, dressing changes, drainage bag changes) that may have contributed to the device separation. There is no information regarding environment (e.g., drainage bag tubing becoming tangled on bed rails or other device causing pulling or tension) that may have contributed to the device separation. There is no information regarding the initial procedure that may have contributed to the device separation. At this time, clinical assessment cannot eliminate any possible causes for this event such as placement, patient environment, device maintenance, indwelling length of time, device failure, or manufacturing related causes. The lot number was not provided, so a search for similar complaints associated with the same lot number could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, when the physician attempted to treat the ambulant patient, the catheter separated. The remaining segment of the catheter was then removed from the patient surgically. The catheter had been implanted from (B)(6) 2017 (specific dates unknown), and the original application was for percutaneous transhepatic gallbladder drainage. Specific product information is reportedly not available. The device is also reportedly unavailable for return.